Manufacturer narrative:
Device was used for treatment, not diagnosis. : without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Blank fields on this form indicate information that is unknown, unavailable or unchanged. This device used for treatment and not diagnosis. Additional information. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing records were reviewed and no complaint related issues were found. Correction: should be ktw. From synthes, USA to synthes (B)(4).

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: patient was implanted with epoca construct on (B)(6) 2012. Reportedly, the epoca stem is loose and the patient presented with tubercle atrophy. Patient was returned to or on (B)(6) 2013 for revision surgery. The hardware was removed and the patient was revised to a delta prosthesis. This report is for an unknown epoca implant (stem). This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional evaluation and investigation coordinated by synthes (B)(4) reports the following: the complained article was forwarded to the responsible product development center for evaluation. The visual inspection showed no obvious damage. The complaint condition is likely the result of the fracture not being repositioned in the fracture shaft of the prosthesis, and so the tubercle could not completely heal and the shaft has dissolved. The measurable dimensions were found to be in compliance with the technical drawings and ao/asif specification. The present devices were analyzed for conformance to print specifications as well as the device history records were researched. No abnormal findings were identified.

Event description:
This is 1 of 1 report for complaint (B)(4).